Event description:
Reportedly, the physician found foreign material inside the ventricular port of the subject device, after the unsuccessful attempt to connect the associated lead. The physician removed the material and did not implant the pacemaker.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.